Event description:
The patient had inappropriate shocks due to suspected lead fracture two days prior to admission and had his ICD generator turned off. He was transferred to the hospital for further evaluation. He was seen by the electrophysiology attending the night prior to the procedure and found to have electrograms highly suspicious for lead fracture as well as was able to be demonstrated to have significant artifact upon pocket manipulation evident in the ventricular electrogram. He was deemed appropriate for the procedure, and due to the fact that he has had multiple hospitalizations recently and was found to have less than 1 year of battery life left, he was also deemed appropriate for a generator change. The patient was at very high risk for dislodgment of the left ventricular lead, and the fact that he had a previous left ventricular lead revision that was tremendously difficult to obtain and appropriate pacing site, no attempts were made to extract the right ventricular lead. In addition, the leads were almost four years old and would likely require surgical back up. Due to the significant increased risk of procedure, the patient was not agreeable to lead extraction. Therefore, the sprint fidelis lead was capped. There was no injury to the patient.